Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6)2009, the pt reported that "once in a while" air bubbles form in his insulin cartridge. The pt was educated on the proper procedure for changing the insulin cartridge. He stated that he does not attach the adapter or infusion tubing to the cartridge or properly adjust the piston rod prior to insertion into the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.